Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The event can be preventable by handling the device in accordance with the following IFU: duodeno videoscope, tjf-q170v, operation manual chapter 3 preparation and inspection duoden ovideoscope, tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodeno videoscope exhibited foreign material from the forceps elevator. There was no patient involvement in this event.